Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. A root cause investigation and corrective action plan are in process.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The needle was discarded. The procedure was completed. There were no patient complications.